Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify led anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was giving some problems, the battery wasn't staying charged, the screen wasn't lighting up and it was not giving the right amount. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.